Manufacturer narrative:
Neither x-rays nor surgical notes have been provided, therefore the component fit and orientation per the surgical technique is unk. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), relevant medical history. Rehabilitation protocol and adherence thereto is unk. It is unk if an unreported traumatic event led to the event described. With the info provided, a root cause cannot be determined. Eval codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to the implant fracturing.